Event description:
A customer from the united states reported a misidentification of pasteurella multocida as salmonella group in association with the vitek® ms instrument. Due to the initial salmonella group identification (80.7%), the isolate was sub-cultured onto macconkey agar. After incubation, the customer noticed that there was no growth on the macconkey agar. The lack of growth caused the customer to question the initial ID. Therefore, the customer tested the patient isolate again on the vitek ms with a sub-cultured isolate from a blood agar plate. The isolate was identified as pasteurella multocida (99.9%). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. Biomérieux has initiated an internal investigation.

Manufacturer narrative:
A customer from the united states reported a misidentification of pasteurella multocida as salmonella group in association with the vitek® ms instrument and knowledge base 3.0. The customer tested the isolate two more times and both times obtained a result of pasteurella multocida. The isolate gram stain result was gram negative coccobacilli. An internal biomérieux investigation was performed using data provided by the customer. A review of the customer system and set up identified the customer's system was operational but was at the limit. Additionally, the calibrator and sample spot preparation quality seemed to be non-optimal. The "all peaks" value of the sample spots are heterogeneous. The isolate was not submitted for investigation; therefore, the identification of pasteurella multocida could not be confirmed. However, the negative coccobacilli gram stain result does align with the identification of pasteurella multocida and not salmonella group (gram negative rods). The following limitations are written in the vitek ms kb user manual ref 161150-556- b: "-note: interpretation of results and use of the vitek® ms system require a competent laboratory technologist who should judiciously make use of experience, sample information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth in an aerobic or a co2 atmosphere, should be considered when accepting vitek® ms results. -review the context of your result to determine whether the vitek® ms identification is consistent with your environment." Moreover, in the vitek ms v3.0 knowledge base clinical use us version 161150-870 - a, it is written that for salmonella group result, it has to be confirmed by serological tests. The user is alerted and has to perform further tests to confirm the vitek ms identification. For information, the serological test is a public health requirement in the us since salmonella is a reportable pathogen. This investigation determined that the most likely cause of misidentification was non optimal spot preparation.

Manufacturer narrative:
Section b4 date of report was incorrectly put as 07/15/2019. The date of report was corrected to 07/16/2019.